Event description:
It was reported by service report that the brakes do not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake adjuster, cam bracket.